Event description:
It was reported that while the external pulse generator (epg) was connected to a patient, the epg shut down without backup pacing after the battery was changed. The epg was returned to the manufacturer for servicing. There were no health hazards due to the patient having an intrinsic heartbeat.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification, the device failed the battery removal test. (B)(4).